Event description:
It was reported that during an unspecified urological procedure, the basket became stuck in the ureter. A gemini 3/0/90 basket had been advanced to an unspecified ureteral location. During the procedure, the basket "bent" and became stuck in the ureter. The device was disassembled by unspecified means and removed from the patient. The procedure was completed with another device. There were "no patient issues" reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be field.